Event description:
The account alleged that the bed experienced an unintentional movement of the head up function. There were no injuries associated with this event.

Manufacturer narrative:
The alleged problem was a stuck head up switch in the foot end control panel. Unplugging the foot end control panel cable from the control box corrected the issue. A replacement control panel was requested.